Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer had a severe low blood glucose and emergency medical service had to come out to help. The customer was not sure why or what cause her to have a low blood glucose while on pump. The customer reported the incident for documentation.